Event description:
It was reported that patient underwent acl reconstruction procedure on (B)(6), 2011. During the procedure, the package was opened for a bone mulch screw and the screw was found not to have the hex dimension at the head of the screw. Another bone mulch screw was available to complete the procedure. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Two units contained the hex dimension on the head of the screw and sales history revealed that fifteen (15) units have been implanted. Investigation into the issue is ongoing. (B)(4).

Event description:
It was reported that patient underwent acl reconstruction procedure on (B)(6) 2011. During the procedure, the package was opened for a bone mulch screw and the screw was found not to have the hex dimension at the head of the screw. Another bone mulch screw was available to complete the procedure. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Please see attached FDA additional information request letter dated (B)(6), 2011, and the attached biomet response. This report submitted (B)(4), 2011.